Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine. One (1) year later, patient presented with "lumps on forehead". Symptoms ongoing.

Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in the forehead. Patient received lmx4 - 4% before injection. Patient presented with "lumpiness in the areas where filler was injected. They are not painful". Patient initially refused treatment. Hcp treated with hyaluronidase 14 months after symptom onset. Following the treatment, "there were around 4 stubborn small lumps. The rest of them resolved, however because it has been 15 months since the [injection, patient] asked [hcp] to remove them." Hcp further reported "the nodules where there for 14 months, causing distress to the patient." "Volbella works for up 12 months, we were waiting to see if they would resolve, however they did not. The hyaluronidase treatment was successful with careful issue addressing over 2 sessions." Symptoms are resolved.

Manufacturer narrative:
Upon further review, the product information and date of injection were corrected to reflect the information received. The event of "distress" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.